Manufacturer narrative:
Result: the distal tip of the neuron delivery catheter 070 was ovalized approximately 0.5 cm from the distal tip. The catheter was kinked approximately 32.0 cm from the distal tip and kinked approximately 9.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the neuron delivery catheter 070 was crushed at the distal tip during the procedure. Evaluation of the returned product confirmed a crushed/ovalized distal tip. This type of damage typically occurs when the device is improperly handled during preparation for use or when inserting the catheter into the patient. However, as described in the complaint, the device was functional during the procedure and the damage was noted after the device was removed from the patient. Therefore, it is likely that this damage occurred during or after removal from the patient. The kinks in the shaft of the catheter were not described in the complaint and likely occurred as a result of handling after removal from the patient when packaging the device for return. This device was packaged in a packaging tube with a shipping mandrel inserted into the distal tip to protect the device from damage during shipping and storage. In addition, these devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron 070 delivery catheter. During the procedure, the physician injected glue through the neuron catheter and when it was removed the neuron tip was ovalized. A new neuron was used to complete the procedure.